Manufacturer narrative:
(B)(4). After multiple attempts, physio-control has been unable to reach the customer regarding the resolution of the reported device failure. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer reported that their device had its service indicator illuminated and had logged a potentially critical event code which could effect defibrillation energy delivery. There was no patient use associated with the reported failure.